Manufacturer narrative:
The tandem t:slim pump user guide indicates that the novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (350-400 mg/dl) with moderate ketones. Customer reverted to manual insulin injections and bg level remained elevated; however, customer no longer had ketones. System check with tandem technical support indicated that the pump performed as intended. Blood was noted at infusion cannula site. Contact reported that insulin had been in use for four days when bg levels began to elevate. Contact indicated that infusion site would be changed and pump settings would be reviewed with health care provider. Follow up with contact same day indicated that blood glucose level was "fine".